Event description:
Patient states that insulin is squirting out of the infusion set tubing during priming of new set. Patient states that insulin kept flowing from the tubing after motor on pump stopped. There was no visible gap between the piston and the reservoir observed. The malfunction was solved by changing the infusion set. Malfunction occurred prior to use. Unomedical received the complaint through (B) (4), the distributor of the infusion set. (B) (4).

Manufacturer narrative:
One used device was returned for evaluation. The tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Furthermore, the used sample failed the flow test of the entire tubing. The reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200820. No relevant deviations during manufacturing were recorded.